Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced decreased performance and rising impedances. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respect due to the electrode being cut prior to receipt. This device passed all of the tests performed. No corrective action is indicated. This is the final report.